Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as: 2134265-2016-02653. It was reported that rotawire detachment and vessel perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery (rca). A 330cm rotawire¿ and a 1.75mm rotalink¿ plus were selected for treatment. During the procedure, the rotaburr stopped advancing at the tortuous area in the middle rca. The physician continued to advance the rotaburr; however, the rotawire had detached. Subsequently, the detached portion of the rotawire jumped out from the rotaburr and perforated the vessel. The patient was then sent to surgery and the detached segment of the rotawire was successfully removed. There were no further patient complications.